Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, there was an attempt to upgrade to bi-ventricular pacemaker but was unable to get acceptable thresholds without diaphragmatic stimulation on the left ventricular (lv) lead. The lead was attempted and not used. Another lead was used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.